Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm pericardial aortic valve, implanted approximately twelve (12) years and four (4) months, was explanted due to aortic regurgitation secondary to torn leaflet. This bioprosthetic valve was originally implanted for the patient to play sports. The device was replaced with a 25mm non-edwards valve. At explant, the leaflet, corresponding to non-coronary cusp, was torn.

Manufacturer narrative:
Evaluation summary: customer complaint of regurgitation and torn leaflets were confirmed by observed leaflet tears. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Leaflet 3 had a 11mm tear near commissure 1 and a 1.5mm tear near commissure 3. Leaflet 2 had a 2.5mm tear near commissure 2. Leaflet 1 had a 6mm tear near commissure 2 and a 3mm non-transmural tear near commissure 1 on the inflow aspect. Mechanical damage was observed on leaflet 1 on the inflow aspect and appeared to be serrated. Leaflets were observed to be thickened and swollen near the tears. Commissure 2 was observed to be bent outward. Sutures remained attached around sewing ring. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, it was determined that the root cause of this event was due to thickened leaflets and host tissue on all three (3) leaflets as demonstrated in the device evaluation. This event was most likely due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.